Event description:
Event description guidant received information that the patient with this pacemaker and leads felt discomfort from the leads pulling down on the pacemaker. During the system revision procedure to move device from the left to the right side, the chronic leads were laser extracted. However, upon explant the 4456 lead tip remained in the patient's body as the tip was not on the lead.